Event description:
It was reported that the patient had a stroke on (B)(6) 2024 (m1 division middle cerebral artery (mca) occlusion, right m2 division mca occlusion) status post (s/p) thrombectomy. The patient was alone at home when stroke occurred. The patient was discovered by emergency medical services (ems) after they was unresponsive to phone calls. They were found down with left sided weakness. Emergently transported to the hospital, computed tomography (CT) scan of the head with right (r) mca occlusion involving entirety of m1 segment. CT angiography of the head/neck with large ischemic penumbra within the r mca with small areas of core infarction. Labs were notable for leukocytosis and acute kidney injury (aki). They were taken to vascular intervention (vi) for emergent thrombectomy. Anticoagulation was held. Aspirin 81 mg daily was resumed on (B)(6) 2024. The patient was started on low-dose heparin drip without bolus on (B)(6) 2024. On (B)(6) 2025 head CT scan revealed hemorrhagic conversion, so all anticoagulation was held. It was stated that there were no symptoms regarding the hemorrhagic stroke. Subcutaneous heparin was started on (B)(6) 2025 as deep vein thrombosis (dvt) prophylaxis, however repeat head CT showed new petechial hemorrhage, so anticoagulation once again was held.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, (B)(6), until they expired due to cardiogenic shock. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1, ¿introduction¿, lists stroke, venous thromboembolism, renal dysfunction, and bleeding as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, lists thromboembolism as potential late postimplant complication. Under ¿anticoagulation¿, this section outlines the recommended anticoagulation regimen, including inr range for patient using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.